Manufacturer narrative:
(B)(4). Pt info requested and all available info is included. This report was filed by the MFR. Serial numbers were not provided regarding these incidents and the customer reported the devices were not sequestered. Customer states that they will not be returning the product for failure investigation. Other suspect device involved in this event was reported in mfg report #2016493-2011-00321.

Event description:
This is one of two devices involved in an event which occurred in open heart recovery, affecting 2 pump modules at the same time. There were 2 pump modules on the left and 2 pump modules on the right of the pc unit. The 2 on the left were not recognized even after they were removed and replaced on the left. They were then removed and repositioned to the right of the two (functioning) pump modules that were on the right side of the pc unit, but were still not recognized. They were then replaced with two other pump modules and the infusions proceeded without further incident.